Manufacturer narrative:
Initial.

Event description:
On 18-may-2026, the user reported that on (B)(6) 2026 the infusion set connector was attached to the cartridge prior to inserting the cartridge into the ilet, which is not the intended setup procedure. The user was educated to first insert the cartridge into the ilet and then attach the infusion set connector. The user acknowledged the instructions and verbalized understanding of the correct process. Symptoms included no specific clinical signs. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found but identified a usage problem related to connecting the adaptor before inserting the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.